Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. Weight: 285 pt reports signal loss - continuously, from the day he activated it. Pt is upset, even requested a supervisor onset. He did tried rebooting his receiver multiple times, no progress. Educated about the issue, also noticed that he's been experiencing the same issue with the same receiver. Checked receiver warranty; receiver sn: (B)(6). Firmware: 5.1.1.040 sw #: sw11269 within warranty (shipped out date: 07/01/2023) explained to the pt why we have to send a receiver as well. Pt understood. Wasted 2 sensors as well as he thought that it might have been an issue with the sensors. No replacement sent, capped. Pt requested ovs. Set expectation about the process. Also advised about the tat shipping and email confirmation of order and shipping. Note: please disregard any allegations, tsq, and or information not related to this code. Sguinto (B)(6) 2024 - called back pt to inform him that the receiver is the product that has to be replaced only and not the ts, also we have to modify the order. Educated pt that the order now contains 1 receiver replacement/ rga kit and 2 sensor replacement. Also informed pt what are the possible ts steps that could've done for this type of issue. Pt understood. Will change product line now to receiver. Also reminded pt about the tat shipping and email confirmation of order and shipping. Note: please disregard any allegations, tsq, and or information not related to this code.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).